Event description:
.The hosp reported that the light output was low. It is not known if this failure was noticed during a procedure or during sterilization process. They have replacement scopes to use if the failure was noticed during a procedure. In 2006, the facility indicated the image to be dark. This is a reportable malfunction.

Manufacturer narrative:
Investigation results: facility assessment rec'd on july 13, 2006, indicates that the tube is bent and the weld joint is broken. Illumination fibers are broken at the weld joint causing a dark image. This is a result from mishandling of the scope.